Event description:
It was reported that the patient had been experiencing painful stimulation and voice alteration over the weekend after a settings increased and the physician instructed the patient to utilize the magnet to inhibit stimulation. The patient later came in that week and reported that they no longer felt their magnet swipe. Upon initial interrogation, a low output current message was seen. A new programming system didnt resolve the issue. A week prior, the diagnostics were okay. Review of log file data for error codes while identified communication error code 254, which is associated with reed switch closure/failure on m1000 generators. Th internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. At the previous appointment on (B)(6) 2020, the generator was in a normal state (stim in offtime). There were 10 instances of magnet inhibition on (B)(6) 2020. This indicates that stimulation had been inhibited since (B)(6) 2020 since the stimulation was still inhibited at the appointment on (B)(6) 2020. The generator was reset and it did not resolve the issue. The manufacturers device history records of the m1000 were reviewed. The generator passed final functional and quality specification prior to release. The generator was replaced due to reed switch failure and returned for analysis. Analysis has not been completed on the generator to date.

Event description:
Product analysis was completed on the returned generator . The reed stuck closed was not duplicated in the pa lab. Results of monitoring, magnet applications, and diagnostic testing indicated the device was operating properly. And communicated properly. The generator was subjected to and completed a final electrical test . No functional anomalies were noted with the generator while it was evaluated in the pa lab. Note that product analysis finding no anomalies with a generator does not rule-out reed switch failure. No further relevant information has been received to date.